Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise which lead to inappropriate anti-tachycardia pacing (atp), as well as low out-of-range (oor) pacing impedances of 200 ohms or less. The right atrial (ra) lead also exhibited noise but the impedances were fine. No intervention has been done at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).